Event description:
On 05/09/2023, it was reported by a sales representative via phone that an ar-1662psl-710 swivellock implant worked fine, but surgeon procedure led to the implant cutting the suture on top. Claims that fiberwire is sharp enough to cut the suture. This was discovered during a case with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.